Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high thresholds and low impedance were observed. During a reposition attempt, the lead values were not acceptable. The lead was explanted.